Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detached outside the patient.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure and outside the patient, it was noticed that the claw fell off after the device was removed from the patient's body. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
(B)(6). Device code a0501 captures the reportable event of basket detached outside the patient. Investigation analysis: upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual inspection of the device revealed that the sheath was stretched at the distal section, showing evidence of the sheath damaged. During functional inspection, the handle was actuated and it was not possible to see the basket. However, there was resistance when actuating the handle indicating the basket might have gotten inside the sheath. For that reason, the device was disassembled, and the handle cannula was assembled to the pinch vise. The handle cannula with the pull wire was removed, the pull wire and the basket were assembled to the notch cannula. Also, there was evidence of the 8 crimp marks. The basket was in good condition. In general, no visual issues were observed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of basket detachment of device or device component could not be confirmed. On the other hand, it is probable that an excess of force applied to the device such as operational factors during their use could lead to stretch the sheath causing that the basket got inside the sheath. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure and outside the patient, it was noticed that the claw fell off after the device was removed from the patient's body. The procedure was completed with another same device and there were no patient complications reported.